Event description:
The patient reported frayed wires of the power cord. The power accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.